Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the second inflation at 10 atmospheres after 30 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR device evaluated by MFR: the returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2.2cm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the second inflation at 10 atmospheres after 30 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.